Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post- operatively 2.5 weeks ((B)(6)) after distal pancreas/ splenectomy /hiatal hernia procedure, the suture was observed as falling apart. It was being applied at anterior fascia. Two double loop running technique was used. In order to resolve the issue and complete the case, used another suture. Patient status: recovering w/ wound vac. Patient' s medical history: fibromyalgia, autoimmune disease.